Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. It was found that the system performed as intended. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the system was unable to import dicom files from pacs. It was set on "searching for dicom" for over 15 minutes with no resolution. The test in the dicom transfer screen showed orange for local config, but all other tests passed green. The details listed a warning stating "no output from netstat". Rebooted system, and after reboot, the dicom query generated an error code 64, then logged out of the software. Had (B)(6) turn on debug logs and try again. This time, the system stated "low system memory" while searching for dicom. There was no patient present.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the anomaly through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.